Manufacturer narrative:
(B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted during index procedure; one in the cx and the other in the lad. An angiographic complication of dissection occurred in the lad during the index procedure.